Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) due to suspected atrial undersensing during atrial arrhythmias on the right atrial (ra) lead. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information received from the clinic that the patient had received an appropriate shock. No programming changes were made.